Manufacturer narrative:
There is no patient impact associated with this complaint. The alleged malfunction is not likely to cause an adverse event. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump dispensed insulin during the load cartridge phase. The patient stated that he attempted to complete the load step for a routine cartridge changes and the load step did not stop; all of the insulin was pushed out of the cartridge. It was noted that the same sequence was attempted a second time with the same result. The patient confirmed that he was not connected to the pump during these events. This complaint is being reported because of the possibility of inadvertent delivery if the patient was attached during the load step.